Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device drawers were failed in auxiliary cabinet, where barcode scanner interrupted in connection. A field service engineer ran diagnostics and checked connections, found that the handheld not functioned correctly on the barcode scanner, replaced the barcode scanner to resolve the issue, created separate tickets for drawer failure and tested the functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple drawers had failed, and the barcode scanning gun was intermittently connecting and disconnecting. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.